Event description:
Customer reported that their 9800 system was not producing x-rays, and they were having intermittent problems with booting up the system. No pt involvement reported.

Manufacturer narrative:
Customer contacted ge and in telephone discussion identified damaged capacitors located on the cpu pcb board (phone fix). Biomedical personnel replaced the capacitors and confirmed that the system was fully functional. Service call was cancelled.